Event description:
An infusion pump under delivered on channel b and channel c. It was not known if this occurred while infusing on a patient. Per the facility representative, the flow rate was too low. The facility representative also stated that no patient injury was associated with this report and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
The device involved was received for evaluation.